Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stent was implanted in the lad and one month later, a resolute onyx drug-eluting stent was implanted in 1st om. Approximately 20 months post procedure and 19 months post staged procedure, patient suffered anterior myocardial infarction target vessels of lad and lcx which was treated with medication, balloon pump and pci. Investigator assessed event is causally related device and not related to anti platelet medication.

Manufacturer narrative:
Additional information: patient recovered. If information is provided in the future, a supplemental report will be issued.